Manufacturer narrative:
The event date is approximate. The brush head is an accessory of the sonicare for kids power toothbrush system. The model number and serial number provided by the consumer are for the toothbrush handle.

Event description:
A consumer reported that their son's sonicare for kids power toothbrush brush head "snapped in half " during use. No serious injuries or property damage were reported.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.